Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
On the day of the index procedure the patient received one endeavor sprint drug-eluting stent in the rca. Approximately 22 months post procedure, it was reported that patient death occurred due to cardiopulmonary arrest. It was not assessed whether this event was r elated to the study device.